Manufacturer narrative:
Submit date: 2018-01-02. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the display is blank during testing. No patient involved.

Manufacturer narrative:
To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a routine basis and if a trend is observed, actions will be taken as necessary. This information will be utilized for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿display is blank.¿ the unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.